Event description:
It was noted that the distal electrode appeared to have come off during the trial procedure. It was noted that the physician used a curved tip needle. It was noted that it may have occurred as the physician changed the direction of the curve but it was unknown. It was noted that the lead was explanted partially. It was noted that a different product was used. It was noted that no testing or troubleshooting was performed as it was not necessary. It was noted that ¿the distal electrode came off?¿ it was noted that it was not possible to find the electrode in the patient with fluoroscopy. It was noted that the physician was going to take another look at the lead pull. It was noted that the electrode possibly pulled off as the physician wiped off the lead. It was noted that the lead had previously been attempted to get epidural. It was noted there was a difficult time getting in. It was noted that there were no patient symptoms or complications associated with the event; however, it was noted that they did not have certainty where the elect rode was.

Event description:
Additional information received reported that the electrode could not be seen in the patient or found.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of the lead found that the distal end conductor was broken from overstress or damage. Analysis of the stylet found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.